Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered while hanging in the hood after running on the compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 21, 2018 - august 22, 2018. The device was received for evaluation. The bag was drained and rinsed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak at the spike port cap from the base of the spike port tubing. The reported problem as verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.